Manufacturer narrative:
H.6. Investigation: bd has been provided with samples for catalog 309110 lot 1905206 to investigate for this record. After evaluation of the returned samples bd concludes that the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. The slip agent mentioned is used in the formulation of the polypropylene syringes. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessment tests were performed to determine preclinical material biocompatibilities are within established criteria for preclinical toxicological safety evaluations. All tests passed and the risk of material-mediated adverse effects associated with the product application is considered extremely low. DHR showed no indication of the alleged defect.

Event description:
It has been reported that the bd 2 pc 10ml discardit ii¿ syringe w/o needle has been found experiencing 16 occurrences of containing foreign matter. The following has been provided by the initial reporter: via email: when the piston moves releases plastic particles -remaining inside the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd 2 pc 10ml discardit ii¿ syringe w/o needle has been found experiencing 16 occurrences of containing foreign matter. The following has been provided by the initial reporter: via email: when the piston moves releases plastic particles -remaining inside the syringe.